Event description:
As reported by the user facility: we started receiving reports of leaking back check valves with pt's receiving chemo. All of the reported problems were with this therapy and occurred within a 48 hour period from the time they were connected. All pts were getting a dose of 2 ml or less per hour. All pts were using the curlin infusion pump and tubing. Most clinicians/pts reported seeing a powdery white substance around the connection and inside the valve itself. We had 2 reports from the same pt who had received a significant chemical burn from leaking in the area of the back check valve and another from a different pt who had no reaction. Add'l info provided by the facility indicated no one suffered any add'l adverse sequela associated with these incidents and the pt who received the chemical burn has healed.

Manufacturer narrative:
The actual devices in the reported incidents were discarded and not made available to the MFR to be evaluated. However, two rep samples of the reported b.braun lots were returned along with one rep unused sample of the mating curlin pump tubing set. The luer tapers on the backcheck valves and the curlin set were tested to iso 594/1, 594/2 standards using plug and disk gages and found to be acceptable. The backcheck valves were physically tested for leakage and subjected to a pressure test per specification. The samples passed and no leaks were noted. The returned backcheck valves were attached to the male fitting of the curlin set and all connections were noted to be tight and secure. There was no leakage noted from either of the valves or at the connection while applying eight ps pneumatic pressure. However, without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Add'l lot #: 60912179. Expiration date: 2/28/2012.